Event description:
Inbound. Patient reports leaking pump extension tubing near filter. Lot number 58x042. Expiration date 01/31/2023. No further details provided. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.